Manufacturer narrative:
Component code (annex g): g07001 - part/component/sub-assembly term not applicable. 1 x zebd-7-7 of lot # c1771758 was returned to cirl for evaluation open in its original packaging. Kinks was observed at the 2nd and 5th porthole on the tapered end. A 0.035-inch wire guide did not pass the kink. Prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1771758 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1771758 the japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user.¿ it should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used with the reported device. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was supposed to be used in the bile duct. Since a wire guide (visiglide2 0.025-inch/rpn#g-260-2545s/olympus ) did not pass through the stent, the physician checked the device and found that the pigtail of the stent was kinked, so he stopped using the reported stent. Therefore, another zebd-7-7 was used instead.no adverse events to the patient were reported.<physician's comment>I used the device as usual. Prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd for all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Already stated in patient/event info tab. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* already stated in patient/event info tab. Was the wire guide lubricated prior to use? Yes was the device at the centre of the complaint inspected for damage prior to use? Yes was the wire guide inspected for damage prior to use? Yes were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown if yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? If not with the device in question, how was the procedure finished? Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No was a straightener used to straighten the stent? Yes (if any damages were confirmed prior to use)was the package damaged? No